Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("increased menses"), gastric dilatation ("stomach blown up"), the first episode of autoimmune thyroiditis ("hashimoto's"), hypothyroidism ("hypothyroidism") and the second episode of autoimmune thyroiditis ("hashimoto's disease"). The patient was treated with surgery (pelvic surgery on (B)(6) 2017). At the time of the report, the pelvic pain, menorrhagia, gastric dilatation, hypothyroidism and the last episode of autoimmune thyroiditis outcome was unknown. The reporter considered gastric dilatation, hypothyroidism, menorrhagia, pelvic pain, the first episode of autoimmune thyroiditis and the second episode of autoimmune thyroiditis to be related to essure. The reporter commented: eliminated gluten and feel much better. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("increased menses"), gastric dilatation ("stomach blown up"), the first episode of autoimmune thyroiditis ("hashimoto's"), hypothyroidism ("hypothyroidism") and the second episode of autoimmune thyroiditis ("hashimoto's disease"). The patient was treated with surgery (pelvic surgery on (B)(6) 2017). At the time of the report, the pelvic pain, menorrhagia, gastric dilatation, hypothyroidism and the last episode of autoimmune thyroiditis outcome was unknown. The reporter considered gastric dilatation, hypothyroidism, menorrhagia, pelvic pain, the first episode of autoimmune thyroiditis and the second episode of autoimmune thyroiditis to be related to essure. The reporter commented: eliminated gluten and feel much better. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: social media received: new event hashimoto's disease was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("increased menses"), gastric dilatation ("stomach blown up"), the first episode of autoimmune thyroiditis ("hashimoto's"), hypothyroidism ("hypothyroidism") and the second episode of autoimmune thyroiditis ("hashimoto's disease"). The patient was treated with surgery (pelvic surgery on (B)(6) 2017). At the time of the report, the pelvic pain, menorrhagia, gastric dilatation, hypothyroidism and the last episode of autoimmune thyroiditis outcome was unknown. The reporter considered gastric dilatation, hypothyroidism, menorrhagia, pelvic pain, the first episode of autoimmune thyroiditis and the second episode of autoimmune thyroiditis to be related to essure. The reporter commented: eliminated gluten and feel much better. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2020: . ¿extension of expected date of next report". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("increased menses"). The patient was treated with surgery (pelvic surgery on (B)(6) 2017). At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("increased menses"). The patient was treated with surgery (pelvic surgery on (B)(6) 2017). At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("increased menses"). The patient was treated with surgery (pelvic surgery on (B)(6) 2017). At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("increased menses"), gastric dilatation ("stomach blown up"), autoimmune thyroiditis ("hashimoto's") and hypothyroidism ("hypothyroidism"). The patient was treated with surgery (pelvic surgery on (B)(6) 2017). At the time of the report, the pelvic pain, menorrhagia, gastric dilatation, autoimmune thyroiditis and hypothyroidism outcome was unknown. The reporter considered autoimmune thyroiditis, gastric dilatation, hypothyroidism, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Events: hashimoto disease, stomach blown, hypothyroidism were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.